Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller pcb or other card cage pcb was evaluated and identified as requiring repair. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of c-arm won't boot passed five arrows, black screen. The fse determined the cause of the problem to be the video control pcb. Fse replaced the video control board to resolve the issue. The fse verified system functionality. The video control board receives the analog video signal from the ccd camera in the c-arm; digitizes the high-resolution video; extracts a digital clock signal from the camera for timing purposes; and many other imaging functions. Imaging is integral to the communication and function of the system. Because of the communications this component processes between the c-arm and workstation a failure of this board would cause this issue. Based on age of the system, manufactured in 2003, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.